Event description:
The catheter caught on the stent and there was resistance on the catheter. The guidant retrieval device was exchanged for the boston scientific retrieval device. The accunet was successfully removed. A third balloon was used. Additionally, during the procedure, the pt experienced hypotension and medications were administered. The hypotension resolved within 24 hours.